Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's mother reported via phone call that the insulin pump had been alarming no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarms. The patient followed the proper timeline for set, site, reservoir, and insulin changes. The patient has tried different cannula lengths. The infusion set tubing was not bent or kinked. The customer had tried all possible remedies for the no delivery issue. The insulin pump had also been whirring during rewind, and alarming no delivery during prime. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted, however the motor was very noisy during rewind due to faulty motor. The insulin pump passed self-test, unexpected restart test and all operating current measurement were normal. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.